Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-apr-2026, it was reported by a sales representative via (B)(4) that an ar-9831 ablator sleeve is damaged. This occurred during use in a shoulder arthroscopy case with no patient effect. No pieces broke off inside the patient.